Manufacturer narrative:
MFR 9615008-2016-00012 is associated with argus case (B)(4), sensodyne toothbrush.

Event description:
Orthopedic surgery [orthopedic procedure]. Case description: this case was reported by a consumer via call center representative and described the occurrence of orthopedic procedure in a male patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number m5187h, expiry date unknown) for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced orthopedic procedure (serious criteria hospitalization) and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the orthopedic procedure and product complaint were unknown. It was unknown if the reporter considered the orthopedic procedure to be related to sensodyne toothbrush. Additional details: it was reported that the toothbrush had a broken handle. The patient also reported that he was currently hospitalized and would be hospitalized for approximately a month and a half (details unspecified) due to an orthopedic surgery that will be performed (details unspecified).